Event description:
During the device evaluation, a foreign material was found on the gastrovideoscope's forceps elevator. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the confirmed leakage on the device resulted in incomplete reprocessing. As a result, it is likely that the foreign material adhered to the forceps elevator. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.